Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed spots of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, most likely due to an abraded lead insulation, representing an external short circuit. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. There was no indication of a material or manufacturing problem.

Event description:
The patient with this device presented to the ER with chb. At this time this device was not able to be interrogated. During this device change out, the pace/sense lead for the rv was capped due to noise and a fracture. The shock lead was capped as well. The physician decided to implant a pacemaker for now and monitor the patient. Should additional information be received, this file will be updated.